Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. Following the procedure, it was noted that the atrial leadless pacemaker (lp) exhibited a post-op dislodgement and migrated to the right ventricle (rv). The lp was successfully retrieved and explanted. The patient was in stable condition.

Event description:
New information received indicates that the atrial leadless pacemaker (lp) exhibited failure to capture.